Event description:
Additional information was received that the patient had the internal neurostimulator (ins) explanted because of normal battery depletion. The ins was replaced. Patient had recovered without sequelae.

Event description:
The patient experienced no stimulation sensation which started about 2 weeks ago. The stimulation was turned off for 2 weeks and the battery voltage was at 2.5v. The impedance measurements were greater than 4,000 ohms with some of the bipolar pairs. Electrode combinations: 01, 12, 15, 23, 25 were within normal impedance range. The ins may be at end of service. Additional information has been requested.

Manufacturer narrative:
Adaptor 748925, serial# (B)(4), implanted: 2004-(B)(6), adaptor model 748925, serial# (B)(4), implanted: 2004-(B)(6), programmer model 7435, serial# (B)(4), lead model 3998, lot# lb6398, implanted: 2004-(B)(6), (B)(4).